Manufacturer narrative:
A review of the design files for the fibula cutting guide found that the guides were designed correctly to the specifications and the surgical plan performed by the surgeon.

Event description:
During a reconstruction surgery featuring virtual surgical planning, the use of a fibula cutting guide led to a fibula segment which was reported to be too large for the mandible by approximately 5 mm. The surgeon manually cut the segment again to achieve proper fit and reported a 60-minute delay in the procedure.